Event description:
It was reported that the patient fell and broke her hip. The patient had fallen where the battery of the implantable neurostimulator was located. A rod and two pins were placed in the patient¿s leg on (B)(6) 2013. The patient¿s neurostimulator had been on during that surgery due to being told that the device did not need to be off because the surgeon would not be in the area of surgery. A week after the initial fall, the patient was not feeling stimulation. It was unknown if the trauma caused a problem with the neurostimulator. The patient would increase the amplitude on the device, but no change in feeling was detected. The patient even pressed the ¿therapy on¿ button, but no stimulation was felt. The neurostimulator was noted as having half a battery charge level remaining.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot # v780542, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v798099, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v799633, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v847059, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. Abnormal impedances were measured and read greater than 20,000 on electrode 3 on one lead. It was unknown if the even was due to the implantable neurostimulator (ins). Patient had not required hospitalization due to the event. It was noted the patient was doing well and receiving stimulation where needed.

Manufacturer narrative:
(B)(4).